Manufacturer narrative:
Concomitant products: 5086mri52 lead.

Event description:
It was reported that following a device upgrade there was ongoing issues with incision site swelling, bleeding without hematoma and wound healing. Eventually a wound infection developed. The pocket opened and there was bloody drainage and device visibility. The implantable cardioverter defibrillator (ICD) system was explanted. A significant amount of pus was observed throughout the pocket. Extensive debridement and removal of the capsule was required. Gram stain and wound cultures are negative. A temporary pacemaker was placed while the infection is treated with IV antibiotics. Subsequently a new device system was implanted. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.